Event description:
Customer stated he received a blood glucose reading of 29mg/dl on the contour next link and had hypoglycemic symptoms of shakiness and blurred vision. He drank orange juice and felt better. Customer was advised to return the test strips for evaluation. New meter and strips were sent to the customer.